Manufacturer narrative:
An investigation of the device was conducted by the manufacturer. Cycler exterior showed signs of physical damage. The catch post did not align with the cassette door and needed to be adjusted. Simulated treatment was performed and completed without any unexpected alarms or problems occurring. The voltage check failed with 5v as it was out of calibration. The issues found did not impact normal device use. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
The peritoneal dialysis (pd) nurse reported that she received information from a family member that during peritoneal dialysis the machine alarmed and gave an ¿air in system¿ warning on (B)(6) 2016. The machine was reported to have been reset and approximately 20 minutes late the patient had severe left arm pain and became unresponsive and called 911. The pd nurse reported that there was a lot going on with the patient and believed there had been recent changes in the patient¿s blood pressure medications. The pd nurse also stated that it was unknown if the event was related to the patient¿s treatment. According to medical records the (B)(6) caucasian peritoneal dialysis patient presented to the emergency room unresponsive with cardiopulmonary resuscitation in progress. The patient¿s pupils were dilated and unresponsive to light, there was no cardiac activity or pulses. The patient was administered epinephrine, sodium bicarbonate, vasopressin, and calcium gluconate due to pulseless electrical activity. The patient was noted to have a glasgow coma scale result of 3. A cardia ultrasound was performed in the emergency room and found minimal cardiac motility with no significant signs of forward blood flow and no paracardial fusion. The family requested that if the patient was not responding to the treatment to end the cardiopulmonary resuscitation and the patient expired. The cause of death was listed as cardiopulmonary arrest.

Manufacturer narrative:
(B)(4) - medical records were reviewed by post market surveillance staff. There was no information reported in the medical records that indicated a causal relationship between the peritoneal dialysis and use of fresenius products and the patient¿s cardiopulmonary arrest and death. The patient had a significant cardiac past medical history including coronary artery disease and myocardial infarction and no conclusion can be made that there was any causal relationship between the patient¿s cardiopulmonary arrest and death and the peritoneal dialysis treatment and fresenius products. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
The peritoneal dialysis (pd) nurse reported that she received information from a family member that during peritoneal dialysis the machine alarmed and gave an ¿air in system¿ warning on (B)(6) 2016. The machine was reported to have been reset and approximately 20 minutes late the patient had severe left arm pain and became unresponsive and called 911. The pd nurse reported that there was a lot going on with the patient and believed there had been recent changes in the patient¿s blood pressure medications. The pd nurse also stated that it was unknown if the event was related to the patient¿s treatment. According to medical records the 70 year old caucasian peritoneal dialysis patient presented to the emergency room unresponsive with cardiopulmonary resuscitation in progress. The patient¿s pupils were dilated and unresponsive to light, there was no cardiac activity or pulses. The patient was administered epinephrine, sodium bicarbonate, vasopressin, and calcium gluconate due to pulseless electrical activity. The patient was noted to have a glasgow coma scale result of 3. A cardia ultrasound was performed in the emergency room and found minimal cardiac motility with no significant signs of forward blood flow and no paracardial fusion. The family requested that if the patient was not responding to the treatment to end the cardiopulmonary resuscitation and the patient expired. The cause of death was listed as cardiopulmonary arrest.